Event description:
Routine trach change using a new bivona 3.5 mm i.d. Neotube. Immediately apparent that it was leaking. Cuff would not stay inflated. The water that was introduced leaked out immediately. Neotube removed and replaced with another one. No problems noted with replacement. Potential airway compromise. No known injury to pt.